Manufacturer narrative:
The ht70 pump manifold assembly was replaced and returned for failure investigation. The pump manifold assembly was functionally tested on a test ventilator. The reported event could not be duplicated. Conclusion: the reported event could not be duplicate or confirmed. There was no malfunction or product deficiency identified. The component performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the ht70 ventilator's positive end expiratory pressure (peep) actual value became negative 5 against the setting of 3. The ventilator alarmed the low pressure continuously. A bag valve mask was used for 20 minutes and the ht70 was placed on the patient again, then the ventilator worked normally. The device was not rebooted and ventilation didn't stop. The patient was placed on alternate ventilation and there was no harm or injury. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.